Event description:
This unsolicited case from (B)(6) was received on 13-sep-2016 from a physician. This case concerns a female patient (age not provided) who received treatment with synvisc one injection in the joint of the hip (off label use) and after 3 days experienced injection site inflammatory reaction of arthritis type and injection site puncture. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df, once (indication, lot/batch number and expiration date: not reported) in a joint of the hip (off label use as synvisc one should only be injected by intra joint route for the relief of the pain associated with the arthrosis of knee). On an unknown date, the patient received second injection of synvisc one in the same joint of the hip. It was reported that the injection was performed under x ray radiography control. On an unknown date, after 3 days of second injection, the patient experienced an injection site inflammatory reaction of arthritis type. A puncture was performed on the same day. A second one was performed 15 days after the injection. The results of the liquid analysis showed no infection but increase of the white cells concentration. On the same day the patient received a corrective treatment with and injection of a corticoid nos. Corrective treatment: corticoid nos for injection site inflammatory reaction of arthritis type and not reported for injection site puncture. Outcome: unknown for injection site inflammatory reaction of arthritis type and recovered for injection site puncture. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: required intervention for injection site inflammatory reaction of arthritis type. (B)(6) imputability: injection site inflammatory reaction of arthritis type: c1s2b3.

Event description:
This unsolicited case from (B)(6) was received on 13-sep-2016 from a physician. This case concerns a female patient (age not provided) who received treatment with synvisc one injection in the joint of the hip (off label use) and after 3 days experienced injection site inflammatory reaction of arthritis type and injection site puncture. The patient's medical history, past drugs, concurrent condition and concomitant medications were not reported. On an unknown date, the patient initiated treatment with intra-articular synvisc one injection at a dose of 1 df, once (indication, lot/batch number and expiration date: not reported) in a joint of the hip (off label use as synvisc one should only be injected by intra joint route for the relief of the pain associated with the arthrosis of knee). On an unknown date, the patient received second injection of synvisc one in the same joint of the hip. It was reported that the injection was performed under x ray radiography control. On an unknown date, after 3 days of second injection, the patient experienced an injection site inflammatory reaction of arthritis type. A puncture was performed on the same day. A second one was performed 15 days after the injection. The results of the liquid analysis showed no infection but increase of the white cells concentration. On the same day the patient received a corrective treatment with and injection of a corticoid nos. Corrective treatment: corticoid nos for injection site inflammatory reaction of arthritis type and not reported for injection site puncture. Outcome: unknown for injection site inflammatory reaction of arthritis type and recovered for injection site puncture. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required seriousness criteria: required intervention for injection site inflammatory reaction of arthritis type. (B)(6) imputability: injection site inflammatory reaction of arthritis type: c1s2b3. Additional information was received on 14-sep-2016. Global ptc number and ptc results were added and text was amended accordingly.